Event description:
Kimberly-clark received a report stating the pilot balloon line detached from the endotracheal tube. The detached pilot balloon was found in the patient's bed. The patient was extubated and immediately reintubated. No further medical intervention was reported. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.